Event description:
The facility reports the machine was being demonstrated. The device was in almost the highest position above a bed with a resident in the hoist. While pulling the hoist backwards it collapsed. The "carer" was surprised, but no injuries were noted.